Event description:
It was reported that two days after system implant, a chest xray showed a pneumothorax (ptx). A chest tube was placed three days after implant due to an enlarging ptx and remained there for another two days. The bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq implantable bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD)  2013-(B)(6), 6947m55 implantable defib lead 2013-(B)(6), 439888 implantable pacing lead 2013-(B)(6), (B)(4).